Event description:
Per the clinic, the patient experienced an infection at the surgical site with extrusion of the implanted device. The device was subsequently explanted under general anesthesia on (B)(6) 2025 and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.